Event description:
Dr reports "implant removed 3 months after placement due to chronic (recurring) infection". Implant placed with gortex over apical. Dr also reported, "implant removed after recurring infection to prevent serious infection.